Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device sometime freezes and there is no response even when pressing parameters. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined that issue was due to a button on the remote control stuck in a pressed state. The customer was provided information to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.